Manufacturer narrative:
Investigation confirmed a battery-related malfunction. The device showed a high charge while on the charger but powered off shortly after removal. Inspection found a swollen, damaged battery with reduced capacity, leading to unexpected shutdown and interruption of insulin delivery. The device was replaced and removed from service. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet insulin pump with serial number (B)(6) experienced premature battery depletion and unexpected shutdown, including an event where the device powered off during the night and did not respond to the sleep/wake button, after which the battery rapidly discharged despite prior indication of a high state of charge. Symptoms included no reported adverse clinical effects. Outcomes included no change in patient condition, no medical intervention, and continued cgm use with dexcom g7. Investigation included customer interview and device replacement with return requested for evaluation. Investigation of this case revealed a reported reduction in battery capacity and device power loss while in service. It was concluded that the device exhibited a battery performance issue and loss of power; a replacement device was provided while the original unit is pending evaluation.